Event description:
Business partner reported that the customer's autopulse platform (sn (B)(6)) does not adjust the lifeband. The customer tested the platform with the new lifeband, but the issue persisted. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.